Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). Device history record review for part number 03.019.008, lot number 8519196: manufacturing location: (B)(4), manufacturing date: 7th august 2013. Lot of (B)(4) pieces were released based on work order. Neither deviation nor any non conformance reports were marked in this document. A manufacturing investigation was performed for the subject device (aiming arm/lat/f/multiloc proximal humeral nail, part number 03.019.008, lot number 8519196). The subject device was returned to the manufacturer with the complaint condition stating that during surgery for fracture of surgical neck of humerus on (B)(6) 2016, drill bit interfered with multiloc humeral nail when the surgeon tried to drill the proximal hole of distal locking holes. Although the surgeon removed drill bit from the distal locking hole where the drilling was successfully performed and retried to drill the proximal hole, the drill bit again interfered with the nail during the surgery. The surgeon thus completed only distal locking in the distal locking hole of the nail. Surgery was prolonged for 3 minutes due to the reported event. The subject device was returned and forwarded to manufacturing plant for investigation. The device is in a good condition. No significant traces of use are present. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, all relevant and significant characteristics like dimensions and functions were checked. All measured characteristics are within the specifications and the aim-arm lat f/multiloc phn passed the functional tests. There were no references to the reported issue. No manufacturing related issue was identified and/or confirmed. The exact root cause for this complained problem could not be determined exactly. The provided manufacturing investigation did not found any deviation on this returned product and could not confirm this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that during surgery for fracture of surgical neck of humerus on (B)(6) 2016, drill bit interfered with multiloc humeral nail when the surgeon tried to drill the proximal hole of distal locking holes. Although the surgeon removed drill bit from the distal locking hole where the drilling was successfully performed and retried to drill the proximal hole, the drill bit again interfered with the nail during the surgery. The surgeon thus completed only distal locking in the distal locking hole of the nail. Surgery was prolonged for 3 minutes due to the reported event. During the manufacturer investigation performed on (B)(6) 2016 on received aiming arm, it was determined that the aiming arm could have influenced the malfunction. This condition was re-evaluated and was determined to be reportable on (B)(4) 2016 this is report 1 of 1 for (B)(4).